Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to have delivered inappropriate anti-tachycardia pacing (atp) and shocks. Technical services (ts) was contacted for programming assistance. Upon review of the stored arrhythmia logbook, ts confirmed atp and shocks were delivered inappropriately due to patient atrial arrhythmia. Ts discussed programming optimization options. At this time, this crt-d remains in service. No additional adverse patient effects were reported.